Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the lead had been severed 56mm from the terminal pin. Additionally, cuts and tears were observed in the insulation. No further testing could be performed due to the lead damage. Final evaluation determined the damage occurred during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that during the elective device replacement procedure, this lead was difficult to remove from the device header. The terminal end of the lead sustained damage and the lead was removed from service and replaced. No additional adverse patient effects were reported.